Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) reached over 600 and went to the hospital for treatment. For treatment, the patient was given intravenous (IV) of fluids, insulin and nausea medications. The patient had severe dehydration and was vomiting. The pod was worn between 4 and 24 hours on the abdomen. The pod was removed and discarded. The patient was admitted overnight and discharged on the (B)(6).